Event description:
Customer emailed stating their pad sparked. This product was subject to a 2016 recall which has since been closed. Product was returned for investigation. The investigation showed no evidence of sparking. However, the pad did appear to be misused due to bent and broken internal components and excessive twisting in the cord. The IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds" and "loop cord loosely when storing. Tight wrapping may damage cord and internal parts."